Event description:
It was reported to philips that the system was unable to boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to start. Upon troubleshooting fse found that the system was showing x-ray not able to power up error. Fse made several attempts to reload the software; however, the process was unsuccessful due to the suite pc losing power during the reload. To resolve this issue, fse replaced suite pc. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.